Event description:
Surgeon was using the 8mm davinci hook cautery, the instrument malfunctioned. It was removed from the patient and upon closer inspection the working end of the instrument appeared frayed and spider webbed cracks were noted on the shaft. Two or three pieces of plastic material were manually removed from the patient's abdomen by the surgeon, and more pieces were found inside the laparoscopic trocar. The patient's abdomen was suctioned and irrigated with one liter of saline.